Event description:
The customer reported that the patient was burned with the cautery.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample is not available for investigation. Additional questions in regard to the incident have also been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.